Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cmv igg results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient had two samples collected. The patient's elecsys cmv igg results were reported outside the laboratory. The patient's samples were repeated on a vidas analyzer and a liaison analyzer. On (B)(6) 2022, the patient's first sample was collected. The patient's elecsys cmv igg result was 2.5 u/ml positive. The patient's vidas cmv igg result was 0.135 ua/ml negative. On (B)(6) 2022, the patient's second sample was collected. The patient's elecsys cmv igg result was "<1" u/ml negative. The patient's vidas cmv igg result was 19 ua/ml positive. The patient's liaison cmv igg result was 63 u/ml positive.

Manufacturer narrative:
The patient's sample was not available for investigation. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.